Event description:
It was reported that the isoflex mattress had internal fluid ingress. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Mattress was not made available for evaluation. Issue was resolved by informing customer to contact stryker if mattress becomes available for evaluation.

Manufacturer narrative:
Device evaluated by account.

Event description:
It was reported that the isoflex mattress had internal fluid ingress. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.